Event description:
It was reported that the device disposable clamp tubing alarmed. Upon restart, pump alarm no disposable(nd) pump won't run. Additionally, air bubbles were present in the cassette tubing. The settings were reviewed, pump turned off and tubing clamped. No patient injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. A device history record(DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.